Event description:
Caller reported an alarm indicating an issue which led to their blood glucose level exceeding a safe threshold, reaching over 400 mg/dl. Customer took corrective action by administering a correction injection. To resolve the issue, the customer changed both the infusion set and cartridge before resuming insulin delivery.